Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. FDA registration number reporting site: 1049092. Manufacturing site: 3005471919.

Event description:
End user reports "several" from "a couple boxes" unknown qty mu boxes, unknown lots in recent order arrived with catheters bent/ twisted in packages upon removal from boxes and use caused one to be stuck in his resulting in bleeding and a uti. End user is a 63 yr old male cathing for many years for retention from bph - caths 6-7 times a day. Long time user of this product. He said in a recent order many of the catheters he received, when he removed them from the mu boxes they were "twisted and bent." He said they were uncomfortable to use because of these twists and bends but since he had nothing else to use he had to use them anyway to cath with to empty his bladder. He said he had significant injury with use of 1 stating it got stuck inside of him due to the bend nearer to the tip area in the catheter. He said he tried to pull it out of him after he had drained but it would not come out. He kept trying to get it out pulling gently little by little, but it became more difficult as the time went on as the catheter was drying out and sticking inside of his urethra. He said he finally got it out after nearly 1 -2 hours of him trying to get it out. Upon removal, he had constant bleeding out of his penis dripping stating it was a "lot of blood" he said for a "few days" and burning in his urethra. He was able to see his urologist because of this who also ran a urine culture, and it showed he had e. Coli and gave him an injection of rocephin (no oral antibiotics). He reports the bleeding has stopped but he is still sore in his urethra. No photo available as they have been discarded - no photos.

Manufacturer narrative:
Investigation: this complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process, sop-000741. FDA registration number. Reporting site: 1049092. Manufacturing site: 3005471919.

Event description:
To date no additional patient or event details have been received.